Event description:
Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011 regarding the reported alarm. The rn stated that the hp was able to complete therapy with new supplies that night. The rn confirmed that the hp was in a nursing home. The rn stated that the hp was no longer on peritoneal dialysis. The rn stated that the hp had been in the hospital for an infection in the abdomen. The rn stated that they removed the catheter until they can get the infection cleared up. The rn did not believe that the infection was due to therapy. The rn stated that the hp was in the hospital before the infection for a non peritoneal dialysis procedure and probably got the infection then. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(4) 2011 regarding the reported alarm. The nurse (rn) stated that the hp was diagnosed with myco bacterium peritonitis. On (B)(6) 2011 baxter product surveillance contacted facility and spoke to the peritoneal dialysis nurse. She reported that the patient initially went into the hospital on (B)(6) 2011 for duodenal ulcers. The patient was discharged on (B)(6) 2011. While he was in the hospital, he developed peritonitis. He was admitted to the hospital on (B)(6) 2011 for bloody effluent. He remained on peritoneal dialysis therapy until the patient had his catheter removed on (B)(6) 2011 and he has been switched over to hemodialysis therapy. The patient is still in the hospital and is receiving antibiotic therapy for the peritonitis. The nurse reported that the peritonitis was caused by the patient's hospitalization in november and was not from baxter products or the therapy itself. No further information was given at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no samples were to baxter, reviews of manufacturing records revealed no issues and no deviations from standard procedure, and the user did not describe any types of use errors that might have caused potential contamination. A root cause was not identified. A batch review was conducted on potentially associated lots (h10i13036 and h10d070113) and no issues were found related to the reported condition during the manufacture of those lots.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. This is report 2 of 2 involved in this peritonitis event.